Event description:
It was reported that during a low anterior resection, there were no staples present in the posterior area of the staple line. Did a hand sewn anastomosis. Procedure was prolonged, but pt is stable.